Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the clinical territory associate pulled logs for the technical support. The system was tested and verified as ready for use. ..

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that an observable drift with the catheter occurred during the biopsy workflow. It was described that while the catheter was stationary and on target prior to biopsy, subtle movement was noticed during the procedure, and after the biopsy the needle was observed to be slightly off target by millimeters. It was explained that this occurred when depressing the needle to detach it. A video recording of the case was taken and was to be shared, and it was also noted that tier three logs would be collected. The diagnostic procedure was completed with no reported injury. Intuitive surgical inc. (Isi) follow-up and confirmed that the catheter moved without user input from the controls, and there was no indication that passive mode was engaged either intentionally or due to system malfunction. The customer confirmed that the procedure was completed using the same catheter.